Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A company sales rep reported that during surgery, a vitrectomy probe aspirated but did not cut. The surgeon reported that following the event, the pt experienced a retinal detachment. At the time of the report, the pt was under observation to monitor the condition of the retina. Add'l info has been requested.